Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure using a farawave pulsed field ablation catheter the patient experienced a vasovagal reaction despite having been given 1 mg of an involuntary nervous system blocker. Therefore, another .5 mg of the same intravenous medication was given and the reaction resolved. The procedure was completed with no patient complications. The device is not expected to be returned for analysis. Clinical study name: (B)(4). Clinical study ID: ((B)(4). Clinical patient ID: (B)(6).